Event description:
It was reported that during the implant procedure the lead¿s helix would not adhere to the atrium tissue. It was noted that upon removal of the lead it appeared that there was tissue/blood on the helix. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).